Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon found that the suture and needle were detached while doing a perineal suturing. The surgeon replaced the suture to complete the case. No patient injury.